Event description:
Additional information indicated that the device was explanted. At the time of the explant procedure, it was reported that the clinical observations were suspected to be due to a competitor's right ventricular (rv) lead. However, the decision was made to also replace the device and implant a new system. Although the device was explanted, there were no allegations from the physician regarding its performance. No additional adverse patient effects were reported. The device is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis revealed intact seal plugs and freely moving set screws. Lead seal witness marks indicated that both leads were fully inserted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device then underwent and passed automated testing which verified pacing, sensing, impedance measurements, and recording functions. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient with an implanted pacemaker presented to the hospital after experiencing syncope. The device was checked and high pacing threshold measurements were noted. All other measurements were normal. A disk analysis was requested to determine the next course of action. No additional adverse patient effects were reported. The device remains in service. Disk analysis was later performed, which showed evidence of myopotential noise oversensing. Boston scientific technical services (ts) discussed the possible reasons for oversensing and high pacing threshold measurements while considering the patient¿s device configuration and its effects on the patient and suggested interventions. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.